Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the right side when the tube was transected, there was a small portion of coil left') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 1994 and breast operation. Previously administered products included for an unreported indication: monosodium glutamate. Past adverse reactions to the above products included hypersensitivity with monosodium glutamate. Concurrent conditions included vitamin d deficiency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and dysgeusia ("other: metal taste"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding"), abdominal pain lower ("cramping"), pain ("pain while sitting for long periods of time"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, migraine, headache, dysgeusia, abdominal pain and back pain outcome was unknown and the dyspareunia, menorrhagia and pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysgeusia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment with her medical providers who have discussed removal of the device thought surgery. On the right side when the tube was transected, there was a small portion of coil left , but this was then teased out and removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: confirming that the coils were in the proper place. Ultrasound scan vagina - in (B)(6) 2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-sep-2020: medical record received. Reporter's information and medical history were added. Case became serious incident as removal was done. Seriousness criteria removed for event genital hemorrhage. New event added: device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the right side when the tube was transected, there was a small portion of coil left') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 626909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 1994 and breast operation. Previously administered products included for an unreported indication: monosodium glutamate. Past adverse reactions to the above products included hypersensitivity with monosodium glutamate. Concurrent conditions included vitamin d deficiency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and dysgeusia ("other: metal taste"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding"), abdominal pain lower ("cramping"), pain ("pain while sitting for long periods of time"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, migraine, headache, dysgeusia, abdominal pain and back pain outcome was unknown and the dyspareunia, menorrhagia and pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysgeusia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment with her medical providers who have discussed removal of the device thought surgery. On the right side when the tube was transected, there was a small portion of coil left , but this was then teased out and removed as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: confirming that the coils were in the proper place. Ultrasound scan vagina - in (B)(6) 2008: result: total bilateral occlusion. Lot number: 626909 manufacturing date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.